Event description:
A pediatric patient had an estimated blood loss of 330 ml when the blood in the extracorporeal circuit was not returned to the patient after the filter set clotted. The patient was hemodynamically unstable and received a blood transfusion.